Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) had her recycle the machine and the error 2367 occurred. The tsr informed her to start over using new supplies and no reason was found for the message. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm. She said she was able to resume therapy after starting over with new supplies. She said she discussed the alarm with her nurse. She stated that she knew the alarm was caused by a user error, but she could not recall exactly what it was, she thought maybe it was from a clamp she forgot to open. She stated that there was nothing wrong with the supplies that night. Since then she has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Corrected conclusion from initial MDR.